Event description:
The incidence occurred during a revision of a t2 proximus humerus nail that had been implanted about 2 months prior. The most proximal locking screw had been left slightly proud and the patient had stated that he felt this screw head in motion. Thus, the surgeon only wanted to remove only said most proximal screw in this procedure. However, the endcap that was used was blacking the locking screw and the surgeon decided intra-operatively to remove the endcap first. However, the endcap could not been removed. Even when applying a very high torque, the endcap would not turn. According to the surgeon, it felt like the endcap was fused with the nail. The surgeon decided to not continue the attempt to remove the endcap and cut the head of the locking screw instead. This could be done relatively quickly.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device remains implanted.